Manufacturer narrative:
(B)(6). The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2012, the distributor reported that a patient suffered hyperglycemia. Animas has followed up with the distributor to ask additional questions surrounding the situation but has not yet received a response. Troubleshooting determined that the date and time were correct on the pump. The user stated that the basal settings and advanced settings were correctly programmed, and per the pump history the pump delivered as programmed. Although details surrounding the situation are unknown this complaint is being reported because, the patient reportedly suffered hyperglycemia while on pump therapy.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the total daily dose history from (B)(4) 2012 to the end of pump use on (B)(4) 2012 indicated that insulin delivery totals correctly reflected programmed values. There were no alarms or pump conditions indicating a malfunction observed in the black box or alarm histories. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately.